Event description:
Product purchased: topcare dental adhesive 2.4 oz. Tube (topco associates, llc (B)(4)). Product error: states "compare to fixodent original". No product ingredients are listed on box, or tube. No lot number or codes are printed on box or tube. Cannot tell what is in it. This is an oral "medication" directly applied to oral tissues, and products can be readily absorbed...no allergy information? No "anything" listed with this product, inside or out. In light of recent zinc issues, why was dental adhesives delisted as device, and essentially unregulated? (B)(4).